Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer confirmed that they will not be returning the defective gde (gas delivery engine) for evaluation. Therefore, root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that there was a flow issue on the avea ii ventilator. The customer confirmed that there was no patient involvement associated with the reported event.